Manufacturer narrative:
The implant returned is broken at the hex and is still attached to the sutures. A piece of one of the threads was also returned. Customer indicates, the pt was young and had hard bone. Product dfu clearly states that this device "should be used in soft bone only". The cause of this event was attributed to improper implant selection for the pt.

Event description:
Implant broke halway into the bone during insertion. The implant was removed and no adverse consequences were reported with the pt as a result of this event. Follow up with hosp revealed the pt was a healthy young pt with hard bone. This device is used for treatment.